Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they were having problems with their bladder because they could not find their patient programmer antenna to make adjustments. The patient reported their bladder problems started about a month prior and they went to increase their stimulation and thought they weren't able to increase because they didn't have the programmer antenna. They further clarified they had a return of symptoms and they had to wear pull ups at night because when they got out of bed they would just pee themselves and they had no control. They stated their urologist was planning to complete a bladder test on their bladder to ensure that everything was still ok in that area. They stated they did not know any details of this test. The patient was able to successfully sync with their patient programmer while on the phone, it showed stimulation was on at 1.5. The patient increased stimulation from 1.5 to 2.0 and stated they could not feel stimulation and that they couldn't feel it doing anything even when they increased, noting that they normally felt stimulation while increasing. The patient reported a fall related to the issue, noting they had falls because their balance w as off and they had been falling a lot. They stated they started falling about 3 weeks prior and that they had almost fallen the day prior, but they didn't. Patient noted their healthcare provider was aware of the symptoms they were having. No further complications were reported or anticipated.